Manufacturer narrative:
The customer returned (B)(4).

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# and serial number were not provided, so the manufacture date could not be determined.

Event description:
Advocate from (B)(6) stated her father's blood glucose readings from january to july were missing from the memory of the contour next. When she checked the memory at the beginning of july they were there, but now she cannot find them. No adverse event was alleged. The advocate was advised to return the meter for evaluation. The customer had obtained a new meter.